Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found no problem with the unit. The problem was found with the user catheter. The fse checked with a getinge catheter and no issue occurred. The unit passed all functional and safety checks to factory specification. The unit was returned to the customer.

Event description:
It was reported that during routine checked performed by biomed, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.